Event description:
Boston scientific received information that the patient implanted with this device was never registered in the medical records system with bsc, however, was implanted with this device. Upon interrogation, the device was completely unresponsive. A replacement procedure was not scheduled, due to unspecified issues with the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.